Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
Additional information received indicates that the patient also had staphylococcus aureus bacteremia. The capsular tissue in the device pocket was completely removed. The pocket was then irrigated with antibiotic solution. The physician opted to give the patient an antibiotic coverage. There were no additional adverse patient effects reported.